Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The proximal neck was 22-26 mm in diameter and 38 mm in length. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 12mm in diameter. The right and left external iliac arteries measured 9 mm in diameter. It was reported that post procedure, it seems that the patient developed right renal infarction caused by plaques. It was noted that the bifurcate was accurately delivered and did not cover the renal arteries. The physician commenting that the patient has been in stable condition. It seems to have no significant issue because plaques wouldn¿t reach the sma. No clinical sequelae were reported and the patient is being monitored.